Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/09/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the multiple bg meters were used in the same sensor session. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that multiple bg meters were used throughout the same sensor session. The instructions for use for the animas® vibe insulin pump and cgm system states: always use the same bg meter for calibration for each cgm session. Do not switch your bg meter in the middle of a cgm session. However, a root cause for the reported inaccuracy cannot be determined.